Manufacturer narrative:
Upon further investigation and a good faith effort response, it was confirmed that this was a parts order only with no malfunction. This case has been downgraded to not reportable as it was confirmed that this case was for a parts order only. Therefore this complaint no longer meets reportability requirements. The investigation concludes that no further action is required at this time. If additional information is received the file will be reopened.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the respirator displays a message error. It is unknown if there's patient involvement. The quote for the power switch overlay was provided to the customer.it was noted that the parts were consumed, but no indication if this resolved the issue. Further information has been requested.